Event description:
The biomedical engineer (bme) reported an adverse event involving unclear alarm behavior on a g5 monitor and central nurse station (cns), with inconsistent descriptions of whether the alarm was inactive, disabled, or failed to sound, and inconsistent incident dates before finally confirming on (B)(6) at 9:11 am.

Manufacturer narrative:
The biomedical engineer (bme) reported an adverse event involving unclear alarm behavior on a g5 monitor and central nurse station (cns), with inconsistent descriptions of whether the alarm was inactive, disabled, or failed to sound, and inconsistent incident dates before finally confirming on (B)(6) at 9:11 am. Then the bme requested a review on (B)(6) at 8:00 am; this date has nothing to do with the incident but wants the logs investigated and they did not provide a clear reason why. The bme reported that alarms did not go off at the cns and referenced ticket (B)(4), which had been opened by a colleague but did not mention that a patient had expired. The bme later called back and confirmed that she did not know what alarms were expected to go off. Technical support (ts) explained to the bme that troubleshooting was limited because cns review data is retained for only 120 hours. Ts instructed them to send in the logs to be reviewed and was emailed the adverse event form and log-gathering instructions. Multiple attempts were made to obtain the adverse event form and logs, but no response has been received. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but none were provided. A2 - a6, b6, b7. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: cns-6801a, model#: pu-681ra, serial#: (B)(6), device manufacturer data: 09/14/2018, unique identifier (UDI)#: (B)(4), returned to nihon kohden: no.